Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported during set up and testing at the user facility that the sabo sag saw was smoking. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have a broken bearing, which is the probable cause of the reported event. The device was repaired and returned to the user facility.

Event description:
It was reported during set up and testing at the user facility that the sabo sag saw was smoking. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.